Manufacturer narrative:
(B)(4). Review of the manufacturing records verified that the lot met release requirements. Reference medwatch # for additional suture used during the case.

Event description:
The following was reported to gore: on an unknown date around (B)(6) 2016, a gore-tex® suture (p5k17j/13996448j) was used in dental implant surgery. As a knot was created, the needle was detached from the thread. The physician reported no heath hazard to the patient. The patient's dob, weight, and medical history were not available.

Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed the following: the crimp/fiber junction appears to be consistent with a normal attachment. The end of the fiber contains a section of elongated thread, which was likely caused by a flag at the end of the fiber that caught on the interior edge of the crimped needle and stretched as the needle pulled from the thread. There were small remnants of fiber visible inside the needle bore, which is a typical observation in reports of needle pull off, and evidence of a formerly secure attachment. Minor instrument damage was observed on the crimped channel of the needle, but it would not have been responsible for the needle pull off. The root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachments. Note that needle attachment tensile strength requirements are lower than knotted tensile strength requirements, as knots are typically tied by applying tensile forces on the fiber (i.e. Not the needle). All information has been placed on file for use in tracking and trending. Reference medwatch #3003910212-2016-00034 for additional suture used during the case.

Manufacturer narrative:
Event date: (B)(6) 2016.